Event description:
Reportedly, the device did not entirely cut the tissue. The surgeon had to do a manual resection and sew by hand for conformation. Procedure: sub total gastrectomy/gastroduodenostomy.